Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced molding defects. The following information was provided by the initial reporter: during the reconstitution of cytotoxics, the solvent was withdrawn with the syringe. Observation of a trace of ochre near the tip of the syringe (melted plastic?). Isolated device, no presence of cytotoxic product in the syringe. An impression that the tip is melted on a section.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-sep-2022. H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, a stain was observed along the syringe. This was identified to be a burn mark from the molding process. A device history review was performed for lot 2205027, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Molding parameters were also review and verified all to be within the validated process limits. Injection machines undergo routine cleaning and maintenance according to procedure, quality records established all procedures and processes were completed accordingly. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the burn mark likely generated during the molding process.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced molding defects. The following information was provided by the initial reporter: during the reconstitution of cytotoxics, the solvent was withdrawn with the syringe. Observation of a trace of ochre near the tip of the syringe (melted plastic?). Isolated device, no presence of cytotoxic product in the syringe. An impression that the tip is melted on a section.